Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed lower basal insulin deliveries than on a prior pump and experienced post-meal hyperglycemia to approximately 250¿270 mg/dl with reduction to 150¿160 mg/dl over several hours while using the ilet system; the user reported better results when announcing larger-than-usual meal sizes, and was counseled not to overannounce usual meals. Symptoms included elevated blood glucose following meals. Outcomes included no alarms, no reported injury, and no medical intervention. Investigation included customer interview and use review with patient education on proper meal announcement. Investigation of this case revealed that the ilet algorithm adapted basal appropriately during sleep with in-range glucose and that exaggerated meal announcements could affect calculated dosing for usual meals. It was concluded that the device functioned as designed and that user technique regarding meal announcements contributed to the reported post-prandial hyperglycemia.